Event description:
It was reported that the insulin pump had an unresponsive keypad and that the customer experienced high blood glucose levels. The blood glucose reading was possibly in the 500 mg/dl range; the customer's mother stated that the blood glucose reading was "5 something." The caller did not know the exact blood glucose reading. The customer's mother stated that the act button had not responded several times before in the past month. She also reported that the insulin pump alarmed no delivery, failed battery test, and battery out limit. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.